Event description:
Boston scientific cardiac rhythm management (crm) received info that the pt with this implantable cardioverter defibrillator (ICD) and right ventricular lead expired. The cause of pt death was not reported. The device has been explanted and interrogated; multiple shock impedance fault codes were exhibited. Fault codes are dated pre-expiration reading of <20 ohms and >125 ohms exhibited.

Manufacturer narrative:
Not returned. The device has been explanted; however, the right ventricular lead was unable to be extracted. The device is en route for laboratory testing. If further info is rec'd, the event will be updated.